Event description:
The programmer was returned for repair of the printer and storage lid. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that customer comment-the printer does not work due to a failure caused by a shorted capacitor. Analysis also confirmed that the storage lid was broken. Analysis also found that the link electronic module was found to be out of electrical specification.